Event description:
It was reported that the backrest of the bed would not stay in an upright position and drifted down when raised. No injury to patient or caregiver was reported.

Manufacturer narrative:
Results: fowler clutch.